Event description:
During a coronary artery drug eluting stenting treatment procedure the stent dislodged from the catheter. The physician was treating a severely tortuous, 70% stenosed portion of the circumflex (cx) artery. The physician predilated the lesion using a 2.5 x 9mm maverick balloon and a 3.0x6mm cutting balloon. The physician attempted to advance a 3.0 x8mm taxus express2 drug eluting stent to the cx but was unable to cross the lesion. Upon withdrawal of the stent delivery system (sds) and guide catheter, the stent separated from the sds. This separation occurred outside the pt. The physician advanced several other stents of unk type and size but was unable to cross the lesion. No stents were deployed and the procedure was ended. The pt condition was reported as stable and improved.